Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred. Customer alternate method of insulin therapy. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
On (B)(6) 2022, the distributor reported the additional information: the pump history was reviewed, and a temperature alarm was not observed on the event date. Pump was tested and pump was found to be functioning as intended.